Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following a lead implant fluoroscopy showed a perforated right ventricular lead. The lead was explanted and replaced. After the lead revision the patient¿s blood pressure decreased. The patient experienced a perforation, pericardial effusion, and tamponade. The physician performed a pericardial puncture and the new lead remains in use. No further patient complications have been reported as a result of this event.